Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image had rgb noise and a scope communication error (e216) occurred during setup of therapeutic turis (transurethral resection in saline) procedure involving an olympus camera head. There was no patient injury reported.